Event description:
Event description cpi received information that this patient was receiving inappropriate shocks, and there was oversensing. They elected to cap the rate sensing portion of the endotak transvenous defibrillation lead (0064) and the shocking portion of the lead remains implanted and active. A bipolar endocardial lead (0014) was implanted.